Event description:
Report received of an inability to deliver medication through the clave port. The tubing set was being used to deliver an unspecified volume of tpn. The distal clave port of the pump set was accessed to administer an unspecified solution via a syringe pump. Reportedly, the syringe pump alarmed, "occlusion." At that time, the nurse attached a different syringe to the distal clave port and attempted to flush through the clave and noted that the flushing solution had leaked from the clave. The tubing set remained in use "until the next scheduled 24-hour change." There were no reported adverse patient effects.